Event description:
Patient had colonoscopy and returned to hospital emergency department three days later with a new report of pain, diarrhea, and bright red blood per rectum since the original colonoscopy. Seen in emergency department and follow up with a flexible sigmoidoscopy and biopsy done with result of acute colitis, positive for chemical induced probably due to glutaraldehyde exposure. Patient admitted to hospital.disinfectant hosing to endoscope was found to be cracked and split. Appears hosing was rubbing against the metal fitting. New additional tubing inspection was added to the disinfection process.